Event description:
It was reported that following an implant procedure the patient's therapy was ineffective after being abruptly transferred from operating bed to hospital bed. X-ray imaging revealed patients leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6)